Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a fault code 8 and charge time. A new crt-d was successfully implanted. The device has been returned for analysis.